Event description:
It was reported that this right atrial (ra) lead exhibited high pacing thresholds. Right ventricle output was increased and the lead remains in service to date. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).